Event description:
Pt undergoing coronary angioplasty. While attempting to deliver a 3.08/18 abbott xience xpedition rx coronary stent across the lesion, the shaft of the stent delivery catheter broke approx 1 foot from the catheter hub, separating from the remaining shaft. The break occurred outside of the body, and the catheter and stent were able to be retrieved. Diagnosis for use: open coronary lesion.